Event description:
Staff inserting nexiva angiocath for CT scan slid catheter into vein and it buckled probably due to being against side of vessel wall. Staff pulled back on angiocath because of resistance. Noticed a slit in the plastic part of the angiocath tube. Removed angiocath and did not use.